Event description:
Information received a smiths medical cadd legacy 6400 pump failed volume accuracy test out of tolerance + 10. No patient involvement as event occurred during testing.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was unable to be replicated. The expulsor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.